Event description:
Additional information received states that the patient is stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6 product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent the cm nail removal surgery for femur with the extraction hook. The patient had been inserted a competitor's middle nail on unknown date, and it had been broken at the lag screw hole, the competitor did not have extraction hooks. During the removal surgery, a couple of the extraction hooks (2 products were delivered) tried to use them, but neither were able to make it work because both pointed hooks did not hook properly. Tha surgery was planned to perform, so the surgeon cut the femoral headfirst. Then grab the competitors middle nail with forceps, the competitors middle nail was relatively easily removed. The surgeon shared the perspective that the hook part of the extraction hook was wearing condition, so that made the surgeon unable to remove the nail because those hooks were slippery and were not able to hook properly. The surgery was completed successfully within 30 mins of delay. No further information is available.